Event description:
The locking latch on the isoflurane cassette broke and caused the cassette to become lodged in the anesthesia machine. Staff were able to pry the cassette out with a large screwdriver. This occurred before the beginning of the case. There was no patient involvement.